Manufacturer narrative:
Based on the photographs that were provided, it appears that there is sieve material in the tubing and throughout the device, the check valve is broken, and the tubing from the left sieve bed to the pe valve is melted. However, there does not appear to be evidence of an explosion. The dealer stated there was sieve material in the tubing leading to the product tank, and where the tubing connected to the product tank was melted. However, the regulator was still connected to the product tank, which was intact. Therefore, an over-pressurization of the product tank did not occur. Based on the information provided, it does appear that the concentrator experienced an overheating event which allegedly exited the shroud. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Evaluation of this issue also resulted in a field correction to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances (<0.0196%), result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. This action has been reported to the FDA; however, a correction/removal reporting number has not yet been provided. It has been requested that the concentrator be returned to invacare for further analysis. Once it has been received and evaluated, a supplemental record will be filed.

Event description:
The dealer reported that the irc5po2v concentrator exploded and blew open. When asked for further explanation, the dealer stated that when the event occurred, the filter door on the back of the unit detached. Also, the cabinet filter and cabinet sustained heat damage/melting. He advised that the cabinet was not attached when he received the concentrator, but he was not sure if it came off during the incident or if it was removed by the driver who retrieved the unit from the patient's home. There was no injury or property damage.